Manufacturer narrative:
Additional information: the product was first sent in for repair on december 17, 2024.

Manufacturer narrative:
The device in question was returned to the manufacturer on december 17,2024. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that: jaw broken and detached from handle". No negative impact in state of health reported.

Manufacturer narrative:
The event is filed under internal karl storz complaint ID: (B)(4). Result of investigation: the breakage of a branch can be confirmed. The most probable root cause is the branch has broken off due to excessive force. Over the long period of use (20 years), traces of corrosion have formed on the surface and in the joint. This can also have negative effects on the material. The article has reached the "end of life".